Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3400-30, splitter #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Sc-2316-50 ( sn :(B)(4)). Device evaluation indicated that the lead was fractured at the retention sleeve of the proximal end. X-ray inspection confirmed 13 severed cables at this point. The completely severed cables were the reason for the high impedances observed. There were no exposed wires. Sc-3400-30 (sn : (B)(4)) device evaluation indicated that the lead splitter's x-ray inspection revealed 3 fractured cables in the proximal end. The completely severed cables were the reason for the high impedances observed. There were no exposed wires.

Event description:
A report was received that the patient was experiencing shocking sensation and had multiple contacts out. The patient underwent a revision procedure wherein it was determined that the lead was fractured due to bent splitter. The lead and the splitter were removed. Device malfunction was suspected. The patient was reportedly doing well postoperatively with complete pain coverage.